Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2009. Predilatation was performed prior to stenting of the mid rca with one xience v stent. No procedural complications were reported. Eight months later, the pt was referred due to unstable angina and was rehospitalized. Recoronarography showed a significant stenosis proximal to previously implanted study stent. One stent was implanted. Pt needed iabp and blood transfusion. The pt was discharged four days later. No add'l event or pt info is available.